Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00144. It was reported the patient's leads had migrated. Surgical intervention was undertaken and the leads were explanted and replaced. The issue resolved without sequelae. The patient is enrolled in the (B)(6) clinical study.